Manufacturer narrative:
The device was returned to boston scientific for evaluation. Visual inspection showed the device did not have any obvious visible defects. There was dried saline in the luer, on the handle, shaft and tip. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 0.1226 psi, 0.1009 psi and 0.0903 psi. These values are within an acceptable limit. X-ray showed an abnormal twist in the magnetic sensor twisted pair in the proximal shaft approximately 42.5cm from the distal end. The proximal section was dissected at the abnormal twist in the sensor pair. Both sensor wire insulation was intact; there was no evidence of a short between the sensor and the guide coil. The device underwent hdx testing. An initial ablation was performed. Bubbles were observed exiting the tip irrigation holes. The bubbles emerged shortly after the ablation cycle had finished as the pump resumed 2 ml/min standby flow. After approximately qty 10 of the 50w, 30 ml/min, 60 second ablation cycles, the bubbles were not observed anymore. Based on the bubbles exiting from the irrigation holes, the bubbles likely developed inside the distal tip electrode within the irrigation circuit. The device was flushed out multiple times (without ablation) during testing to ensure no bubbles were contained within the device irrigation tubing and lumen from prepping the device for testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on 31mar2020. It was reported that the catheter had a noisy electrogram. During the second half of an ablation procedure to treat atrial fibrillation in the left atrium with an intellanav mifi open-irrigated ablation catheter, all potential of the catheter became noisy and tracking could not be performed. The cable was replaced, but the issue was not resolved. The procedure was completed with another of same device and no patient complications occurred. However, device analysis revealed that upon termination of ablation cycles, small gas bubbles were observed exiting the tip of the device.